Event description:
Boston scientific received information, that the lead had dislodged. Event date- (B)(6) 2011. Dr. (B)(6). No implant or explant information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).